Manufacturer narrative:
Pending investigation.

Event description:
It was reported that the patient's right shoulder was revised approximately 2 months post op. The patient's humeral hardware was removed due to dislocating. The patient has a custom baseplate and glenosphere on the glenoid side and surgeon wanted to try building up. Reduction was tight but used a constrained liner as well as a long stem, screw, and +0 tray. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.